Manufacturer narrative:
Correction made to d4: expiration date: 16-jun-2030 (previously submitted as 28-feb-2017). Additional information was added to d4: lot #, d4: unique identifier (UDI#), g1, h4: device manufacture date, h3, h6 and h11: h11: the device was received for evaluation as cassette only without an organizer and with a pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and clear passage testing were performed, and no issues, no leaks, and no blockage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm; described as a leak on the floor but the source of leak was not identifiable. Renal therapy services (rts) assisted the patient to end the therapy session. The patient would start over with new supplies and contact their registered nurse. Rts reviewed proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.